Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose value was 40 mmol/lt at the time of the incident. Another blood glucose level was 5.9 mmol/l.. The customer was assisted with troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was admitted into hospital as a result of high blood glucose. Customer alleged insulin pump was under delivering. The device will not be returned for analysis. It was unknown that auto mode feature was active or not at the time of event.